Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Performance data was also collected from the device and analyzed. Analysis revealed the atrial pacing impedance was steady at approximately 600 ohms through the week of (B)(6) 2015 and then began to vary with measurements that rise out of range (greater than 4000 ohms) starting the week of (B)(6) 2015. An atrial lead warning also occurred. (B)(4).

Event description:
It was reported that the patient experienced lightheadedness due to intermittent capture on the right atrial lead. High pacing impedance, no sensing, and over-pacing were also noted. The lead was turned off by programming a ventricular-only pacing mode, and then explanted and replaced. No further patient complications have been reported as a result of this event.